Event description:
During a remote follow-up, the patient received an alert for ventricular fibrillation (vf) and was treated with high voltage therapy. Some of the beats had a low amplitude and were undersensed on the far channel resulting in a few seconds delay in high voltage therapy being delivered. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.